Event description:
It was reported that there was intermittently high pacing threshold and impedance on the rv (right ventricular) lead. When the lead was tested on the analyzer parameters were normal, and no abnormalities were noted upon removal of the lead from the header. The device was explanted and replaced, and the rv lead was at least partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.